Event description:
It was reported that this right ventricle (rv) lead had dislodged one day post implant. Subsequently, this patient underwent a revision procedure and this rv lead was successfully repositioned. No additional adverse patient effects were reported.